Manufacturer narrative:
720185-01; 1000200569; reservoir flat iz 100 ml.

Event description:
It was reported that patient liaison spoke with patient who is experiencing continuous irritation at the head of his penis since the time of his inflatable penile prosthesis (ipp) implant. He states that he was prescribed a steroid cream to place on the irritation but that it has not helped and wanted advice.